Manufacturer narrative:
Updated: in (B)(6) 2020, a different surgeon was able to successfully remove the cranial implant using the chisels. The explant void was not filled with bone graft or other hardware. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported right side radicular pain following the initial procedure. The surgeon determined that the cranial positioned implant had breached the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon attempted to remove the cranial implant, but he was unable to remove the implant using chisels as it was solidly fixed in bone. The surgeon is considering performing an s1 nerve root decompression at a later date. No other preexisting implants were adjusted or removed. The patients radicular pain symptoms have not resolved. Updated: in (B)(6) 2020, a different surgeon was able to successfully remove the cranial implant using the chisels. The explant void was not filled with bone graft or other hardware. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using too long of an implant or implanting the implant too deep.

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported right side radicular pain following the initial procedure. The surgeon determined that the cranial positioned implant had breached the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon attempted to remove the cranial implant, but he was unable to remove the implant using chisels as it was solidly fixed in bone. The surgeon is considering performing an s1 nerve root decompression at a later date. No other preexisting implants were adjusted or removed. The patients radicular pain symptoms have not resolved.